Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that the battery was low, so he changed the battery, but the display remained blank. The customer's blood glucose was 248 mg/dl. He stated that he was at his doctor's office and stated that the doctor informed him it was flashing. He did not observe any physical damage, moisture damage or corrosion to the insulin pump, battery cap, battery compartment, or battery spring. He did not have a new battery with which to test the device. He was advised that the battery cap would be replace. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan until he received the replacement battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.